Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia, infection, seroma and subsequent surgical intervention. The instructions-for-use supplied with the device lists recurrence, infection, seroma as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on or about (B)(6) 2014, the patient had a bard/davol ventralex mesh implanted during a hernia surgery. Attorney alleges that due to the mesh, between 2014 and the present, the patient suffered from multiple infections, seroma and required continues medical treatment and testing and subsequent hospitalizations where the surgeons found recurrent hernia and necessitated additional surgery. On or around (B)(6) 2018, the patient underwent additional surgery due to the defective qualities of the mesh and an unspecified bard/davol mesh was implanted. After the revision surgery, patient developed seroma, required additional tests, treatment and continues to suffer from continuous pain and requires ongoing medical treatment today. Attorney alleges that the patient has and will continue to suffer from serious adverse health consequences due to the complications of the initial mesh implantation. It is also alleged that the patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment, loss of enjoyment of life, as well as economic losses. It is also alleged that the device was defective.